Event description:
Patient reported ¿leaking/striads¿, ¿swelling under arm¿, ¿bad allergic reaction¿, ¿implants smell like rotting latex¿, ¿blisters on breasts¿ and ¿rashes on body¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Rupture.